Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone. The customer reported that the reservoir had leak and the insulin went into the insulin pump. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
The device was received with blank display due to moisture damage electronic assembly. Unable to perform functional test due to display anomaly. Unable to verify audio/vibrate anomaly/absence of alarm due to blank display anomaly. The device had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.